Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd did not receive any samples for investigation. A visual inspection was conducted on 100 retained samples, and no issues were identified. Additionally, functional tests were performed on 10 retained samples, with all tubes found to be within specification and no issues observed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has not been confirmed for the indicated failure mode: draw volume. No definitive potential cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.